Manufacturer narrative:
It was reported that force (resistance) was felt when the 8x40 precise pro rx was deployed in a 2cm long lesion in the carotid artery and the lesion was only partially covered by the stent. A second precise was implanted overlapping the first stent and the procedure was completed successfully. There was no anomaly prior to the use of the device. There was no resistance/friction encountered during advancement of the device. No excessive force was used during advancement of the device. The device did not kink or bend at any time. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment as outlined in the instructions for use. The physician tried to maintain a fixed inner shaft position during deployment. No difficulty was experienced during retrieval of the delivery device. There was no anomaly noticed on the product after retrieved from the patient. The deployment issue was that the physician indicated he felt some forces, "more than usual," when 1-2mm of the stent was deployed. No attempt was made to re-capture it. One non sterile unit of precise pro rx 8x40 mm was received coiled in a plastic bag. Stent was received in the correct location. With investigation into the discrepancy between the report that the stent was implanted and the presence of the stent on the returned device, it was reported that no further information or verification regarding the relationship of the returned device to the device used in this procedure can be obtained. The outer sheath was kinked at 3.8 and 19.7 cm from brite tip. The cause of kinked condition found during the analysis could not be conclusively determined; however it may be related to the coiled condition of the unit received for analysis. The hemovalve was closed, brite tip was split. No other discrepancies were found. Usable length of the stent delivery system (sds) was measured and it was found within specification. The deployment process was performed per procedure, with no anomalies found. The DHR review revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cause of the split condition found during the analysis could not be conclusively determined; it is possible that procedural factors including vessel characteristics contributed to this damage; however further investigation into this finding, it was reported that the physician did not find the distal tip was cracked. This does not appear to be manufacturing related, controls exist in the manufacturing process to prevent this type of failure and inspection are in place to detect damages in the sds. Since no discrepancies were found during the functional analysis, and due to the fact that the stent was received in the correct location, the deployment difficulty with inaccurate placement could not be confirm condition reported by the customer, was not confirmed. Prior to stent deployment the sds was not advanced past the lesion and then withdrawn back into. It was further reported that the physician tried to maintain a fixed inner shaft position during deployment. The instructions for use (IFU) cautions that slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. It further outlines that prior to deployment in order to remove slack: advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque inner shaft markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. Ensure that the stent delivery system outside the patient remains flat and straight. These factors along with vessel/lesion characteristics may have contributed to the resistance and inaccurate stent deployment. Although based on the discrepancy between the reported event and the returned device no conclusion can be made from the analysis, neither the DHR review nor the available procedural information indicates a relationship to the manufacturing process. Procedural factors may have contributed to failure as reported. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
No difficulty was experienced during retrieval of the device. There was no anomaly noticed on the product after retrieved from the patient. Additional information will be submitted within 30 days from receipt.

Event description:
It was reported that when the physician deployed the stent in a 2cm long lesion in a carotid artery, he felt resistance (¿force¿) and it could not deploy well. The deployment issue was that the physician indicated he felt some forces, ¿more than usual¿. Approximately 1-2mm of the stent was deployed when the difficulty occurred. No attempt was made to re-capture it. The stent did not have to be retrieved. The stent was ultimately implanted. Healthy tissue was no treated due to the deployment issue. The physician deployed another precise (5 x 2) and that the procedure was completed well. Another precise was used to treat the patient because the lesion was partially covered by the 1st stent. The 2nd precise was implanted overlapping the 1st precise. There was no anomaly prior to the use of the device. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The physician tried to maintain a fixed inner shaft position during deployment. There was no resistance/friction encountered during advancement of the device. No excessive force was used during advancement of the device. The device did not kink or bend at any time.